Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty cable could not be identified. The event can be detected/prevented by following the instructions for use which state: -never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was a disappeared image issue while using the hd autoclavable camera head. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned, and the evaluation is currently pending. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on completion of the device evaluation: d8/third party serviced? No. D9/device available for evaluation? Yes - returned date 02 dec 2022. H3/device evaluated by manufacturer: yes. H4/device manufacturer date: 09 june 2009. H6/type of investigation: testing of actual/suspected device. The device was returned and evaluated, and the customer¿s allegation was confirmed due to a faulty cable. There was also found to be a leaky and pierced cable. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.